Manufacturer narrative:
(B)(4). Batch # n9042m. The device was returned with the blade scratched and cracked and not broken off as reported by the customer. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the broken blade tip fall into the patient? It fell into the patient but safely removed. Was the broken blade tip retrieved from the patient? Yes. Did this cause a change in the plan of care for the patient? No, it did not. Is the broken blade tip being returned with the device? No. Tip was discarded.

Event description:
It was reported that during an unknown procedure, the blade tip broke. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.